Event description:
No "knowledgement" of adverse event refer to expiration date as complaint notification customer advised: poor image quality the time of event is unknown. This event occurred, no report of patient harm. The date of event is unknown.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is classified as import for export, therefore 510k is not applicable. This device is not distributed in us so that unique identifier is blank.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-51675) which was submitted. Therefore, MDR (9610877-2022-00380) filed on march 9, 2022 is considered a duplicate report.